Event description:
It was reported that the right atrial (ra) lead exhibited apparent undersensing during atrial tachycardia (at) and atrial fibrillation (af) episodes and the left ventricular (lv) lead exhibited a historically elevated threshold. The ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2021, w4tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.